Event description:
It was reported an infection was admitted to the hospital for an infection at lead site. The scs system was explanted. Patient is treated with IV and oral antibiotics for next several weeks.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated it was staph infection. Still being treated by pic line IV with antibiotics twice a day. And weekly blood tests.